Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer failed. A field service engineer has verified that customer successfully addressed the issue with the medstation. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system failed auxiliary drawer 4.1. A customer is experiencing difficulty in removing medication for a patient, resulting in a delay of approximately 10 to 15 minutes in the dispensing of the narcotic medication. There were no adverse events or injuries reported based on this event.